Manufacturer narrative:
(B)(4).

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-07 reported further information was obtained from a healthcare professional (hcp). It was noted that patient experienced baclofen withdrawal symptoms starting on (B)(6) 2017. It was noted the fracture was discovered as the hcp could see the fracture under x-ray. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. The event date was (B)(6) 2017. The company representative did not know what the symptoms were but indicated that the physician called on the morning of this report date and requested that the company representative drop off a catheter for a replacement procedure due to a fracture. It was unknown as to what factors may have led or contributed to the issue and whether diagnostics/troubleshooting were performed. The catheter was explanted and replaced with another one from the manufacturer. The explanted catheter was discarded. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿. The company representative was to obtain further information from the health care professional on the day following this report date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported the rep does not have any further information yet from the healthcare professional (hcp), but should have more information on (B)(6) 2017 when rep sees hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.